Event description:
The customer reported that while trying to use the save function, the system locked up and the cinema run images were lost. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified or duplicated. The system was operating as intended and the images were intact.